Event description:
An individual reported that after intraocular lens (iol) implant surgery, the surgeon had implanted the wrong "size" of iol and the patient required another "size." A lens exchange was performed with a lens of the same model, 1.5 diopters in power difference. The surgeon stated there were no quality issues with the lens that was implanted. In a follow up, the surgeon reported that the iol did not give the desired refractor power. The surgeon does not believe that the iol caused or contribute to the event. The patient has a history of lasik surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be a coincidental event that was not related to the iol as per the reported description and the returned questionnaire, 'the surgeon stated there were no quality issues with the lens that was implanted and does not believe that the iol caused or contributed to the event'. Based on this information, the device did not cause/contribute to the event. Based on the results from the product and batch history record, the lens met release criteria. There has been one other complaint reported in the lot number for an unrelated issue. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).